Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. Moisture corrosion was found in the battery canister and on the display screen inside the pump. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module, the display screen, and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.